Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: part # unknown / unknown head/ lot # unknown. Part #unknown / unknown stem/ lot # unknown. Part #unknown / unknown cup/ lot # unknown.

Event description:
It was reported during an initial hip arthroplasty the liner did not seat fully in cup. Surgery was completed with a backup liner. The exchange was done without issue. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual evaluation of the returned device noted the following: gouges on the outer spherical surface. The anti-rotation tabs and locking features exhibited damage. No other damages were noted. Inspection of the returned device revealed device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.